Manufacturer narrative:
The device was not returned to olympus for investigation however it has been repaired at the distributor site. As a part of the estimation process, this device underwent a visual inspection and functional tests to assess the device status and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deteriorated charged coupled device lens adhesive. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited deteriorated charged coupled device lens adhesive. There was no patient involvement.